Manufacturer narrative:
A crown was attached to the abutment. Additionally, the screw could not be removed from the abutment. Although there were signs of use, no significant damage to the abutment seating surface was observed. Evaluation of the screw revealed a stripped drive feature and what appeared to be damage on the threads. The reported loosening and seating issues are non-verifiable, as conditions of use are unknown and event could not be recreated. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. UDI (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Additional 510k codes: k011028/k013227

Event description:
It was reported that abutment loosened and abutment screw unscrewed.